Event description:
It was initially reported that the patient started having pain with stimulation near their ear and jaw. Physician adjusted settings, and per regional manager, diagnostics were normal. Information was later received that the patient has left-sided jaw pain that radiates to her temporomandibular joint (tmj) causing her to tear every time the device shocks. Since the patient experiences jaw pain with every stimulation, physician may send patient back to surgeon to consider replacing the generator. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient's physician later reported that the referral to their surgeon was medical intervention was taken to preclude serious injury. The patient had a prophylactic battery replacement. The explanted device is not available for return to the manufacturer, indicating it has likely been discarded.